Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) stated that their remote communicator displayed a red call doctor alert. Technical services (ts) provided troubleshooting options, but they were unsuccessful. A new communicator was shipped to the patient. Latitude record review did not identify a red call alert for the reported event; however, it was noted that a previous red alert occurred related to an out-of-range shock impedance measurement. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If additional pertinent information is provided in the future, a supplemental report will be issued.